Event description:
N/a.

Manufacturer narrative:
Ultra 360 patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The upper and lower handles were out of adjustment and both shock cushions were worn. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2012). General maintenance and cleaning required at this time along with replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tension locking handle on the ultra 360 patient positioning system (a2009) does not lock. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.